Event description:
The reporter stated that, the surgeon attempted to insert a aa4204vf single piece silicone lens and the lens tore. No patient contact or injury. The cause of the lens tear was due to the lens being mis-loaded.